Manufacturer narrative:
The patient was admitted with a 90% lesion in the right superficial femoral artery. The left femoral approach was chosen and a smart control stent was advanced, however, during deployment the stent jumped forward and was placed distal to the lesion. An additional smart control stent was placed proximal to the lesion, and the entire lesion was fully covered. The procedure was completed without further complications. The patient is in stable condition. One non sterile unit of smart control 7 x 80 mm was received coiled in a plastic bag. Locking pin and stent were not received. Outer sheath was kink at 1.0cm, 9.7cm from ID band. Distal tip was uncannulated (dislodged) about 1.2 cm. No other anomalies were found. Usable length was measured against drawing (B)(4), the dimension of 81.0 cm (31.88") was within specification of 32.04" +/- 0.5". The deployment process was performed without the stent, per dp (B)(4), no resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "deployment difficulty-inaccurate placement" condition reported by the customer was not confirmed, since no anomalies were found during the analysis. The un-cannulated (dislodged)failure does not appear to be manufacturing related; controls exist in the final assembly and packaging processes, to prevent this type of failure, as well as there are inspections in place to detect them in the sds, reference procedures documented in route sheet # (B)(4). Procedural factors and handling may contribute to failure as reported. The kinked/bent condition found during visual analysis could not be conclusively determined; however it could be related to the coiled condition of the unit received for analysis. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. It is unknown if unusual force was used in attempt to cross the lesion. An internal cordis investigation revealed that pushing the sds against resistance can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping with the locking pin still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." There is not enough information to draw a definitive clinical conclusion between the device and the reported event; however, procedural factors and/or vessel characteristics may have impacted the event.

Manufacturer narrative:
The product is expected to be returned for additional testing. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The following products were used during the index procedure: a 7f terumo sheath, a 6f destination guiding catheter, a 2.5 x 40mm amphirion deep balloon catheter and a jackal balloon catheter. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was admitted with a 90% lesion in the right superficial femoral artery. The left femoral approach was chosen and a smart control stent was delivered, however, the stent jumped forward and was placed distal to the lesion. An additional smart control was placed proximal to the lesion, and the entire lesion was fully covered. The procedure was completed without further complications. The patient is in stable condition.